Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad trace. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. No numbers ramping on its own or scroll bar moving without input observed during testing. Cracks to the display window, battery tube threads, reservoir tube, reservoir tube lip and a scratched lcd window noted.

Event description:
Customer reported that her insulin pump was not working correctly. Customer stated that the insulin pump is under delivering. Customer states that the numbers were scrolling and the insulin pump did not deliver all the insulin that it was programmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.